Event description:
It was reported that a request to review this patient's records was made. Technical services (ts) reviewed the data and the interrogation revealed possible left ventricular (lv) loss of capture and right atrial (ra) pacing impedance out-of-range (oor) of over 3000 ohms. The presenting electrogram showed lots of oor atrial pacing impedance spikes. In addition, pacemaker mediated tachycardia episodes were stored that were atrial driven. Ts recommended contacting the local sales representative for further evaluation. The sales representative was unaware of this case. Reportedly, noise has been noticed as well in the ra lead without being oversensed. Ts could not confirm what the noise was, but it has not caused any issues. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a request to review this patient's records was made. Technical services (ts) reviewed the data and the interrogation revealed possible left ventricular (lv) loss of capture and right atrial (ra) pacing impedance out-of-range (oor) of over 3000 ohms. The presenting electrogram showed lots of oor atrial pacing impedance spikes. In addition, pacemaker mediated tachycardia episodes were stored that were atrial driven. Ts recommended contacting the local sales representative for further evaluation. The sales representative was unaware of this case, no further information was provided. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.

Event description:
It was reported that a request to review this patient's records was made. Technical services (ts) reviewed the data and the interrogation revealed possible left ventricular (lv) loss of capture and right atrial (ra) pacing impedance out-of-range (oor) of over 3000 ohms. The presenting electrogram showed lots of oor atrial pacing impedance spikes. In addition, pacemaker mediated tachycardia episodes were stored that were atrial driven. Ts recommended contacting the local sales representative for further evaluation. The sales representative was unaware of this case, no further information was provided. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported